Event description:
The customer reported that the uroview 2800 sys would not boot-up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The connectors were reseated and the collimator was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.